Event description:
Customer reported a hospitalization for low blood glucose. The customer could not recall the date of hospitalization. Blood glucose at the time of admission was 29 mg/dl. The customer stated she wasn't aware she was low and was found on the floor by her mother. She also stated she has been experiencing low blood glucose for the past year. The customer's blood glucose at the time of the call was 146 mg/dl. Troubleshooting found the customer had the correct programming on her insulin pump. The customer also stated her low blood glucose may be stress related due to recent events in her personal life. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
This report is provided because our first follow up report was submitted before the device evaluation was complete. The additional information will be provided in this section. The insulin pump passed the delivery volume accuracy test.